Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient was vomiting. The patient¿s cgm was reportedly providing ¿normal readings¿ (no specific value was reported) and the bg meter was 420 mg/dl. The patient¿s parent took the patient to the emergency room (ER). At the ER, the patient was diagnosed with diabetic ketoacidosis (dka). The reporter could no longer recall the specific bg meter and cgm readings at this time. The patient was treated with intravenous (IV) fluids, insulin, and an unspecified medication for vomiting. The patient was discharged on (B)(6) 2025. The patient was ¿recovering¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.